Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2018 with the implant of an ovation ix abdominal stent graft system. Routine follow-up conducted on approximately on (B)(6) 2026 identified a possible type ii endoleak causing aneurysm enlargement. An angiogram was conducted on (B)(6) 2026 that confirmed the aneurysm enlargement; however, no intervention was performed since the angiogram did not find any endoleaks in the graft nor a type ii endoleak with any collateral vessels feeding the aneurysm. The patient is currently being monitored while plans for open repair are being discussed.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve reported adverse event/incident-related medical records and medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient.a clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this incident could not be identified. As a result, event determination, assessment of off-label conditions, evaluation of related patient harms, and determination of patient disposition could not be independently assessed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.corrections:h6: investigation type code ¿ remove code 4118.h6: investigation finding codes ¿ remove code 3233.h6: investigation conclusion codes ¿ remove code 11.